Manufacturer narrative:
(B)(4). It was reported that implant date occurred between 05-jan-2009 and 31-mar-2015 and the revision occurred between 05-jan-2009 and 31-mar-2020. Medical product: unknown nexgen lps bearing catalog#: ni, lot#: ni, unknown femoral component catalog#: ni, lot#: ni, unknown bone cement catalog#: ni, lot#: ni. Report source: foreign - (B)(6). Literature - brown, m., ramasubbu, r., jenkinson, m., doonan, j., blyth, m., & jones, b. (2021). Significant differences in rates of aseptic loosening between two variations of a popular total knee arthroplasty design. International orthopaedics, 10.1007/s00264-021-05151-w. Customer has indicated that product will not be returned to zimmer biomet for investigation, as the product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2021-02514, 0001822565-2021-02521, 0001822565-2021-02523.

Event description:
It was reported that a study with the purpose of ascertaining rates of aseptic tibial loosening for two implant types within five years of implantation reported that 30 patients underwent revision due to infection. Attempts have been made and no further information was provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; g3; h2; h6; h10. Visual and dimensional evaluations of the product could not be performed as no product was returned nor were pictures provided. Device history record review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information at time of this report.